Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, type recharger; product ID 37742, serial # (B)(4), product type programmer; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2007; product type extension.

Event description:
It was reported that when stimulation was increased, the patient started to choke. The patient had "a plate up there" as well. The choking had been occurring for awhile. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.